Event description:
It was reported that the physician accidentally nicked the chronic atrial lead during the device change out. The lead wires were visible and high impedance was observed after the nick. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.